Event description:
It was reported that during the neurovascular procedure, upon imaging it appeared the subject catheter was fractured. When the subject catheter was being removed it broke away from the carotid arch and unraveled. Eventually it was able to be removed. No further information is available.

Manufacturer narrative:
G4 PMA/510(k) - corrected. Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, an assignable cause of undeterminable was assigned to the as reported event of catheter shaft broken/fractured during use and catheter shaft stretched.

Event description:
It was reported that during the neurovascular procedure, upon imaging it appeared the subject catheter was fractured. When the subject catheter was being removed it broke away from the carotid arch and unraveled. Eventually it was able to be removed. No further information is available.